Event description:
It was reported that during cataract surgery the preloaded intraocular lens (iol) was implanted and found to have significant scratches. As a result of this defect, the iol was removed intraoperatively and replaced with a backup iol, leading to additional operating time. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, because the lens was removed during the same procedure. Section d6b - explant date: not applicable, because the lens was removed during the same procedure. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 26-mar-2026. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the photograph provided by the customer was evaluated. The photograph displayed the suspect lens inside the patient's eye. Three triangled-shaped damages were observed on the lens. The material was returned. Visual inspection revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in an unknown liquid and cut into two with only one lens piece received; a detached haptic was also received. The received lens portion was cleaned revealing that the lens was damaged and scratched. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.